Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9095602. Medical device expiration date: 2020-04-30. Device manufacture date: 2019-04-05. Medical device lot #: 9148908. Medical device expiration date: 2020-05-31. Device manufacture date: 2019-05-28. " a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was erroneous results and clotting occurred with a bd vacutainer® ctad blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: the first tube collected arrived coagulated in the lab, the second gave incoherent results. The patient was reassigned a third time.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos from the customer facility for evaluation. Retention samples of the incident lot were selected from bd inventory for evaluation/testing and upon completion, no issues relating to sample quality/erroneous results were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that there was erroneous results and clotting occurred with a bd vacutainer® ctad blood collection tubes. The following information was provided by the initial reporter, translated from french to english: the first tube collected arrived coagulated in the lab, the second gave incoherent results. The patient was reassigned a third time.